Event description:
Report received of a non-delivery. The device was returned from clinical service with the complaint that the device did not deliver when programmed. The fluid infusing and the rate of infusion were not known. It was not known how long the pump was running without delivering fluid. Though requested, there was no additional info available.